Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body was positioned and deployed as expected. Upon polymer filling of the aortic body stent graft, the patient experienced hypotension and it was noted that the polymer syringe was observed to be empty. The patient was administered benadryl and was stabilized. Following the placement of the iliac limb stent grafts, the right common iliac artery (rcia) was ruptured upon ballooning of the distal end of the iliac limb; it was noted that the rupture occurred starting from the mid rcia, and extended/involving the hypogastric bifurcation. An endurant 16-10-123mm was implanted in an attempt to resolve the rupture; however, contrast was still visible. A flank incision was performed to sew the proximal iliac artery to the graft, successfully resolving the rupture. The aneurysm was successfully excluded at the conclusion of the implant procedure and there have been no additional patient sequelae reported.